Event description:
It was reported that the insulin was squirting out of the insulin pump during the manual prime process. Customer stated that the insulin pump alarmed. The current blood glucose reading is 140 mg/dl. The drive support cap is flush. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker.